Event description:
It was reported the device indicates dpm fault. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Updated event date to 17aug2024.